Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation found the following: the suction cylinder and switches were worn; the instrument channel tube was scratched; the angles were insufficient; and the insertion tube was wrinkled. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, c23236865, was initiated by another facility for the same device. Conclusion: the root cause could not be identified due to the fact that the relationship between the subject device and event was not able to be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis lucera elite gastrointestinal videoscope present with a positive culture test. The customer reported having recycled and replaced the old parts of the tube. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.